Event description:
It was reported that the patients implantable pulse generator (ipg) was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw, qrb.